Event description:
Device: stryker pain pump 2 blockaid (575-100). Error: e4 pump failure. During pt use, blockaid stopped pumping medication resulting in uncontrolled pain. The physician elected to discontinue the perineural infusion, and manage the pt's post-operative pain with oral and intravenous medications.